Manufacturer narrative:
A1 to a5 patient information was not provided. H11 livanova deutschland manufactures the flow sensor, the issue occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report about scp flow sensor malfunction. The issue occurred during procedure. There is no report of any patient injury.